Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticm5_12.1, diopter -2.0/+3.5/005 implantable collamer lens (icl) into the patient's left eye (os) on (B)(6) 2017. The patient then began to experience refractive surprise. On (B)(6) 2017 the lens was exchanged for the same size, different diopter lens. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.

Manufacturer narrative:
Lens has been returned but not yet evaluated. Lens has been returned and evaluated. Lens was returned in liquid, in the lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Updated based on product evaluation. (B)(4).